Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow block alarm. The customer blood glucose level was 155 mg/dl at the time of incident and the current blood glucose level was 190 mg/dl. The customer was assisted with troubleshooting. Customer states the tubing was not bent or kinked. Customer states they have tried all remedies. Customer states they run 5 unit fill cannula and insulin exited. Customer stated that they feel like the insulin pump was not delivering the insulin correctly. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.